Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Device communicated properly with test guardian link transmitter. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced hypoglycemia. The customer's blood glucose level was 50 mg/dl and was treated with food, drink juice and ate a granola bar. The customer did not troubleshoot for low blood glucose. Customer does not use auto mode. The customer also reported that the tape did not stick. The device will not be returned for analysis.